Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed fibrin in the tubes and the serum forms a block in unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint as the provided lot was not valid therefore, a review of the device history record could not be conducted. Complaints for sample quality for the month of august 2024 were not under statistical control; however, the affected batch/lot must be specified in order to perform clinical testing. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (fibrin) because the lot number is unknown. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed fibrin in the tubes and the serum forms a block in unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.